Event description:
Patient reported over the last 2 weeks the needle from the v-go retracted unexpectedly. Patient couldn't give exact date. The patient stated this occurred with 4 v-gos but patient only has 1 v-go, the rest were discarded. Patient stated he noticed the needle was retracted because the start button was "popped out" and no longer depressed.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed and the needle button retracted. The device passed the needle mechanism test with no issue observed.